Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 01-jul-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 30-jun-2021 for a procedure on (B)(6) 2019 on system sh0750 and found that there were no observed events in the system logs during the eighty-nine minute completed procedure that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. A mega needle driver instrument pn: 420194-10 // ln: n10180427-771 // sn: (B)(4) was recognized by the system but was not recorded as being used during the procedure. A reusable fenestrated bipolar forceps instrument and a reusable permanent cautery hook instrument were also recorded. Fenestrated bipolar forceps pn: 420205-15 // ln: n10181120-725 // sn: (B)(4) was used once and had 8 of 10 uses remaining; it was also used in 8 subsequent procedures through the instruments end of uses. Permanent cautery hook pn: 420183-12 // ln: n10180126-410 // sn: (B)(4) was used once and had 0 of 10 uses remaining. A site review shows no complaint filed against any of the instruments. An isi advanced failure analyst (afa) engineer conducted system log review and found that for the procedure on sh0750 on (B)(6) 2019 that started at 3:24 pm there were zero errors during the procedure. Nothing in the logs suggest a product issue. An isi medical safety officer conducted medical review and found that, according to the information in the description of events, the patient, a (B)(6)-year-old female, underwent a da vinci assisted total abdominal hysterectomy and bilateral salpingo-oophorectomy for the treatment of a symptomatic large uterine fibroid. The patient¿s past medical history and past surgical history are unknown. During the initial procedure, it was alleged in the legal document that the bladder was injured, described as a ¿3-4 mm cut in the dome of the bladder, a possibly elsewhere.¿ it was further alleged that the surgeon elected to repair the bladder injury using a ¿barbed suture.¿ it is unknown from the information in the above section if there were any adhesions between the bladder and the uterus that may have increased the likelihood of a bladder injury. Additionally, if there were any adhesions between the bladder and the uterus, it was unknown how the adhesiolysis was performed. Moreover, there was no information in the above describing the alleged ¿cut¿ to the bladder. According to the system logs, a mega needle driver was recognized by the system but not used. So, the instrument that the surgeon used to repair the injury is unknown. It was also unknown if the surgeon performed a leak test after the alleged bladder injury was repaired, what was the post-operative treatment plan was to address the alleged bladder injury, was the patient treated with a foley catheter after surgery and if so, for how long was the patient treated with a foley catheter. The system logs of the procedure did not reveal any errors or issues. The system logs do not show issues related to the da vinci system, instrumentation, and/or accessories. Based upon the information above, it seems unlikely that da vinci system, instrumentation, and/or accessories caused or contributed to the alleged bladder injury and subsequent urinary leak, sepsis, and death. There is no known record of a report or allegation from a qualified medical professional of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. While there is no allegation or evidence of a product failure that would be classified as a malfunction, the described event meets the criteria of a reportable adverse event. At this time, the cause of the patient¿s alleged operative bladder injury, alleged post-operative complications and additional surgery, and the patient¿s subsequent death are unknown. That blank MDR fields: due to the nature of the complaint (litigation), follow-up could not performed to attempt to obtain additional patient-related information. The expiration date is not applicable. Implant date (2020 reports) is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available. Initial reporter also sent report to FDA?: is blank because it is unknown if the initial reporter submitted a report to the FDA. Type of report, adverse event, recall (if recall number is given) (2020 reports) , and correction/removal number (2020 reports) are not applicable.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a (B)(6) year old female patient who underwent a da vinci-assisted hysterectomy with bilateral salpingo-oophorectomy procedure on (B)(6) 2019. The legal document alleged that the surgeon of record had caused a bladder ¿injury/leak¿ in the initial da vinci-assisted procedure for which repair to the bladder was required with application of a ¿barbed suture¿. The patient allegedly presented post-operative symptoms of nausea and vomiting. On (B)(6) 2019, the patient allegedly underwent a second, ¿open laparotomy and bladder repair¿. The patient subsequently expired on (B)(6) 2019; allegedly caused by ¿sepsis¿ from the ¿bladder injury¿.